Event description:
It was reported "PICC inserted on (B)(6) 2026 in right basilic vein. It was confirmed on the (B)(6) 2026 that the patient had developed a thrombus in their upper arm. PICC is still in the patient". The patient experienced pain and swelling in the right arm. The patient required anticoagulant therapy. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "the pressure injectable PICC is contraindicated wherever there is presence of device related infections or presence of thrombosis in the intended insertion vessel or catheter pathway. Clinical assessment of the patient must be completed to ensure no contraindications exist. Clinicians must be aware of complications/undesirable side effects associated with piccs including, but not limited to: thrombosis, thrombophlebitis, and thromboembolism." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "PICC inserted on (B)(6) 2026 in right basilic vein. It was confirmed on the (B)(6) 2026 that the patient had developed a thrombus in their upper arm. PICC is still in the patient". The patient experienced pain and swelling in the right arm. The patient required anticoagulant therapy. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".